Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 (information was inadvertently missed on the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image is not displayed due to failure of the charged coupled device (ccd). The cause of the charged coupled device (ccd) failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was failure of the imaging sensor and poor contact was noted in the device evaluation. Also, there was buckling of the camera cable. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the camera head had an image problem. There was no patient harm or user injury reported due to the event.